Manufacturer narrative:
Retainer = black. Device was returned for cosmetic damage located on the retainer found on (B)(6) 2021. The insulin pump was received with the black retainer still attached to the insulin pump case and without any damage. The insulin pump passed the displacement test and a p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, and pillowing keypad overlay. Cosmetic damage on the retainer is not confirmed.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. The reservoir was able to lock in the place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.